Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200 to the low 300s mg/dl with small amounts of ketones. Insulin injections, a bolus of insulin, an infusion set site change or a temp rate setting were used to address the bg level. As these occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.